Manufacturer narrative:
Blank display due to corroded battery tube. Unable to perform the operating currents measurement, self test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, stained end cap sticker, stained address/serial number label and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 270 mg/dl. The customer was assisted with troubleshooting for blank display and was advised to discontinue use of the insulin pump and to revert to the back-up plan as battery compartment was corroded. The insulin pump will be returned for analysis.